Event description:
It was reported that the patient was unable to go into MRI mode due to high impedances. As such, the lead was explanted and replaced to address the issue. It is unknown which lead had high impedances.

Manufacturer narrative:
Date of the event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI:(B)(4), serial:(B)(6), batch: a000082398.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.